Manufacturer narrative:
Investigation summary material #: 364327; lot/batch #: unknown. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect packaging was not observed. The photos were not clear enough to see the product information on the case box. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while unpacking a case of bd preset¿ syringes, the outer packaging product information did not match the contents. It was reported the outer packaging was for 3mm syringes while the contents were 1mm syringes. No impact was reported.

Event description:
It was reported while unpacking a case of bd preset¿ syringes, the outer packaging product information did not match the contents. It was reported the outer packaging was for 3mm syringes while the contents were 1mm syringes. No impact was reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.